Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify low battery alert or low battery alarm, unexpected test battery or battery tube overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. Customer stated that battery compartment part of insulin pump was over heating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.